Event description:
On call, pt reported pump malfunctions. Both pumps sn (B)(4) with no disposable alarm. Attempted to troubleshoot. Pt had backup pump from (B)(4) to use. Both pumps sent via courier to be replaced. No other info known. Reported to (B)(6) by pt/caregiver.